Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable events of stent break and catheter-guide break. Imdrf impact code f2301 captures the reportable events of a pair of rescue forceps were used to remove the detached black guide catheter from the patient.

Event description:
It was reported to boston scientific corporation that an advanix biliary was implanted for stone removal during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent did not deploy properly. The patient experienced trauma when the stent was attempted to be deployed and dislodged from common bile duct. The stent suture was broken and part of it was attached to the stent inside the patient's body. The black catheter guide catheter was detached and was removed from the patient using a pair of rescue forceps. The stent remains implanted, and patient's bleeding and edema resolve on its own. Note: a review of the photos of the complaint device provided by the complainant revealed the stent was broken.